Manufacturer narrative:
H6-investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vicmo 13.2 implantable collamer lens of -7.00 diopter was implanted into the patient's left eye (od) on (B)(6) 2023. Refractive surprise was observed. On (B)(6) 2024 the lens was exchanged for the same model, size but different diopter lens. The replacement lens resolved the problem.

Manufacturer narrative:
Device evaluation: h6-lens returned in a micro-centrifuge vial; dry. Visual inspection found haptic bent/deformed. Dimensional and functional inspection found the lens to be within specifications. Claim# (B)(4).